Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005782.

Event description:
It was reported during a post op follow up on (B)(6) 2024, the patient experienced an epidural headache. The patient is feeling better and the headaches resolved. Note : it is unknown which lead is related to this issue.